Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was detected on the right ventricular (rv) lead. No patient symptoms were reported, and no intervention was performed.